Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance's noted. The reported events are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade iii, lymphadenopathy, pain, anxiety-product/procedure.

Event description:
Patient reported unknown side "recall," "pain of breast," and "very real risk of breast implant-associated anaplastic large cell lymphoma (bia-alcl)." Patient later reported "capsular contracture baker grade iii." Patient additionally reported ¿in the right axilla, the largest node measures 11 mm in long axis and 8 mm in short axis with a prominent central hilum and uniform thin cortex¿, as a lymph node > 10 mm in diameter is considered an enlarged lymph node. The device remains implanted.